Manufacturer narrative:
Follow-up #1: date of submission 11/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the display was observed to have a line at the bottom due to missing pixels. The display was clear and legible when the pump was tested with a test display, indicating a failed display flex.

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.